Manufacturer narrative:
· Internal review of qc release data for affected eplex rp2-eua lot 53756478 confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).

Event description:
On october 11, 2021, genmark was advised of unexpected positive results, for sars-cov-2 on the rp2 panel tested on (B)(6) 2021. This run also resulted in the detection of human rhinovirus/enterovirus, influenza a and influenza a h1-2009. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated indicating the consumable performed as expected. Two comparator methods were used, a cepheid assay on (B)(6) 2021, and a cdc single plex assay on (B)(6) 2021. Both methods generated negative results for sars-cov-2, however the cepheid assay detected flu a/flu b and respiratory syncytial virus. Additionally, the sample was tested on an unidentified real-time-pcr which resulted positive for human rhinovirus and negative for enterovirus. Genmark was advised the results were not reported to the physician, therefore treatment was not provided based on the eplex rp2 result.